Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra ureteral dilatation balloon was used in the right ureter during a ureteral stricture balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon breaks up during inflation. The procedure was completed with another uromax ultra ureteral dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned complaint device found that the a solidified inflation medium was noted within the balloon material which indicates that it had been subjected to positive pressure. Functional analysis found that liquid was leaking from a perforation in the shaft of the device. The shaft perforation was located distal to the strain relief and was approximately 5mm in length. The shaft was also noted to be damaged and stretched around the perforation. A visual and microscopic examination of the balloon material and markerband identified no tears or damage. The guidewire lumen was noted to be intact and undamaged. No issues were noted with the shaft of the device. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. There was no evidence to suggest that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported to boston scientific corporation that a uromax ultra ureteral dilatation balloon was used in the right ureter during a ureteral stricture balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon breaks up during inflation. The procedure was completed with another uromax ultra ureteral dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra ureteral dilatation balloon was used in the right ureter during a ureteral stricture balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon breaks up during inflation. The procedure was completed with another uromax ultra ureteral dilatation balloon. There were no patient complications reported as a result of this event.